Event description:
It was reported that this pacemaker system exhibited high out of range impedance measurements above 2000 ohms in the right ventricular (rv) lead. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range impedance measurements above 2000 ohms in the right ventricular (rv) lead. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.